Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient was allowed 8 boluses per day, and they were calling because they were not sure if they were using the external devices correctly. The agent reviewed general use. The caller stated that since the patient was implanted with the new pump the new myptm worked but it took a long time to connect to the pump like up to a half hour just to connect and bolus. The agent reviewed the pds (patient data services) app data and walked the caller through how to delete the data and then the caller was able to connect to the pump right away. The caller was going to call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.